Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a brain tumor resection procedure, it was identified there were issues with the emitter. It was reported the magnetic field type navigation was used. When registration was attempted, it was found that both the non-invasive patient tracker (nipt) and the tracer point had recognition failure. The emitter details were checked and both the control box and the emitter were indicated in red. It was noted a spare product was used with no issues. There was no patient impact and no delay to the procedure due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
Initial reporter updated to proper value. The electromagnetic interface system was returned to the manufacturer for evaluation. Testing found that the unit could not track instruments and that there were faults on multiple drives of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.